Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that, after a bolus was delivered, the pump unexpectedly shut off and reset at 755 battery life. The customer's blood glucose level was reported to be elevated; however the customer stated that the elevated blood glucose level was due to having pneumonia. It was confirmed that the customer had alternate insulin therapy available.